Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal fentanyl 3000 mcg/ml at an unknown dose via an implantable pump for non-malignant pain or failed back surgery syndrome. It was reported that the patient had inconsistent relief from their device, which was recently discovered to be on the higher risk pool for battery failure. Due to the patient¿s very high drug concentration (4000 mcg/ml which had been recently decreased to 3000 mcg/ml). The hcp opted to ¿prophylactically replace¿ the pump, and scheduled replacement for (B)(6) 2017. The logs would be read on (B)(6) 2017. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved. However, the patient¿s status was alive ¿ no injury. The patient¿s weight was unknown. The patient had a medical history of chronic pain. There were no further complications reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709 serial(B)(4) product type catheter product ID 8578 serial(B)(4) product type catheter analysis found that there was a lab failure with high resistance in the pump battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial (B)(4), product type: catheter. Product ID: 8578, serial (B)(4), product type: catheter . Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) no longer applies. (B)(4) updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-jun-27. The rep reported that the pump was replaced prophylactically as the patient was on high risk of battery failure group. The pump settings and event logs were provided. The drugs being delivered were reported as 4,000 mcg/ml fentanyl at 799.7 mcg/day and 300 mcg/ml clonidine at 59.97 mcg/day. The event logs showed the following: low reservoir alarm occurred on (B)(6) 2017 at 01:13 low reservoir alarm occurred on (B)(6) 2017 at 00:48 additional information was received from the manufacturer¿s representative (rep) on 2017-jul-07. The pump and catheter were returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2017-jul-18. It was reported that the ¿low alarms were due to follow up.¿ they were unintentional, and there was no device issue noted at that time. Physician had confirmed this information with the rep. There were no further complications reported/anticipated.